Event description:
A PICC line was inserted on this pt by a surgical resident. Several weeks later a foreign body was noted in the vascular system of the pt. It was retrieved and found to be the flourescent guide that had apparently remained in the pt at the time of insertion.